Manufacturer narrative:
(B)(4). The device was not returned and the serial number was unknown; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died coincident with peritoneal dialysis (pd) therapy. The patient did not go to the hospital prior to the reported event and died at home. It was not reported if pd therapy was ongoing until the time of death or if an autopsy was to be performed. The cause of the death was unknown. Additional information was requested, but was not available at the time of this report.